Event description:
It was reported by the patient that while already hospitalized for hypoglycemia. The patient applied the pod and within 4 to 24 hours experienced low blood glucose levels and loss of consciousness. Patient was treated with glucose gel, food and d50 (dextrose 50%) fluids intravenously. The patient spent a total of 4 days in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Correction to d1 - brand name changed from omnipod insulin pump to omnipod insulin management system. Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.